Event description:
The pt fell over when getting out of an easy chair and was paralyzed on her right side. She felt tingling, numbness, and soreness from her tailbone to the back of her knee. She also had a headache. The pt turned off her stimulator and felt some feeling return. She has had a few CT scans and noted that she had lost 40 pounds. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).